Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument would not fire a clip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the large hem-o-lok clip applier instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.